Event description:
Iab catheter inserted under fluoroscopy. Initial augmentation was good (131). Ten mins after insertion the pt's blood pressure dropped and the pt was given epinephrine. The hr increased to the 140's and the bp went offscale. After increasing the scale to 300, the physician was informed that the pump could not be timed due to lack of an arterial waveform. The physician viewed the catheter under fluorosocpy, and noted helium loss in the pt's aorta. The pump was immediately placed on stand-by and the catheter removed. Another balloon was inserted (arrow 9.0). The physician initially suspected a helium embolus, but it was ruled out by the neurologist the following am. (Neuro status was intact). That am the catheter was tested under water while being pumped on internal 80. No evidence of a leak could be detected. Suspect kink on initial insertion.